Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This failure mode is not reportable. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 19.65psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
Recent complaints regarding the device highlighted issues with a pump that underwent routine maintenance testing by "intuvie." During testing, it was found that the pump's occlusion psi value was at a low value (19.65) not exceeding the acceptable threshold for the 30 psi. Additionally, the flow rate deviation was recorded at deviation too low (-6.27). To address these issues, the pump was calibrated, which successfully resolved the identified problems. A corrective and preventive action (CAPA) has been initiated to investigate the root cause of the reported event. Reference: complaint # (B)(4).

Event description:
On 10/16/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the flowrate test. Occlusion at a low value (19.65). Flow rate deviation too low (-6.27). No patient was involved.